Event description:
Medtronic received a report that the patient got treatment of giant ica aneurysm in (B)(6) 2023 with coiling and ped3. Treatment went well with good final result. After the treatment, the already existing oedema did not disappear. The patient got 2 cycles of cortisone therapy with no success. Control angio was performed in early (B)(6). It seems that there is some kind of endoleak/residual neck and kind of fishmouthing of the ped3 in the proximal segment. The physician decided to retreat the aneurysm and place a second ped3 inside the first one. Surprisingly, it was no problem to place an echelon10 in the endoleak/residual neck and even in the pcom, so it was possible to place something beside the already placed ped3 from october. The physician was able to place some coils in the endoleak/residual neck and also to place a second ped3 (ped3-027-500-14, b165523) to cover the proximal landing zone. They also performed an angio from the vertebral artery to show, if there is an inflow from the pcom . Final result was good. The patient will get cortisone after the treatment to reduce the still existing oedema. The patient is unable to take care of themselves and has problems with short-term memory. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a giant, unruptured aneurysm of the right internal carotid artery (ica) with a max diameter of 26mm. The landing zone was 4mm distally and 4.8mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was tici 3.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the cortisone therapy will be continued until follow up in (B)(6). The cause of the still existing oedema was not determined. It was noted that it could not be determined if the flowdiverter/therapy caused the memory issues and that the event was probably because of the growing oedema.